Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt failed testing. The cause for the failure was isolated to corrosion on component v3 of ECG "d" pca. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt failed incoming testing.